Manufacturer narrative:
(B)(4). Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 11.5 diopter lens will be explanted from the patients right eye due to refractive miss of -2 and -2.5, the difference is between auto fraction and manifest. The variance remains each time the doctor checks. Per the customer, it's possibly due to the multifocal nature of the iol. The explant was scheduled for (B)(6) 2019, and was confirmed that the explant did occur as planned. There was no patient injury reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on, 07/30/2019. Device returned to manufacturer: yes. Device evaluation: the product was received dry in a jar. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.